Event description:
Information was received from a patient regarding an external device. It was reported that they are not sure if the recharger is working correctly because they are getting poor recharging quality and reposition recharging screen 15-20 times during recharging the implanted neurostimulator (ins) since implant. Patient stated the implant dies every three days so they decreased the intensity and now the ins dies every two days. Patient asked how can they get the ins to not die so fast. Agent asked patient to inspect the recharging antenna for damage and patient said there is no visible damage on the recharger or controller port. Patient started charging the implant and getting excellent quality, controller 100% charged and implant 50% charged. Agent asked clarifying questions and patient stated they are able to feel the implant when they touch on the area and they can see the ins. Patient service reviewed device function and recommend patient consult with healthcare provider for next steps. Agent recommend patient consult with their hcp if the issue persist with new antenna. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from a manufacturer representative (rep). It was reported the cause of the battery depletion was not determined. They asked patient to see if turning stimulation down helped recharge interval and if they were still experiencing issues. The rep would find a time to meet in the office to look at the stimulation. The rep never heard back from patient for follow up. On 10/18, the rep spoke with the patient over the phone and ran through troubleshooting with them including having them recharge and see what her coupling looked like. The rep also gave the patient advice on how to get better coupling such as moving the recharger towards the bottom of the battery. The rep also told the patient to see if turning their intensity down would give them a longer recharge interval. The rep told the patient to follow up with me on whether those interventions helped, and if they did not we wo uld meet in the office to look at their parameters as well as recharge data to then find a solution to why they are having to recharge so frequently. The rep will reach out to the patient to schedule a time to meet with them and their healthcare provider (hcp) to determine the cause of her frequent recharging. The information has been confirmed by the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.